Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that high impedance during implant were seen. The cause unknown. Lead was removed from battery and wiped down and then placed back into battery. Impedances revealed electrode 0,1 out of range. Greater than 40,000. The lead was removed from battery wiped down and placed in opposite channel of battery. Impedance ran again. Reviewed same 0,1 electrode greater than 40,000. Lead was then removed from body and replaced with new lead. Impedances ran with new lead where within normal limits. The issue has been resolved at the time of this report. Yes surgical intervention did occur. Patient is alive with no injury.